Event description:
According to the customer, "patient had a panniculectomy on (b)6) 2023. The incisions were dressed with liquiband secure. The patient was seen for post op on (B)(6) 2023 and had significant rash/ contact dermatitis on incision sites and abdomen."

Manufacturer narrative:
According to the customer, "patient had a panniculectomy on (B)(6) 2023. The incisions were dressed with liquiband secure. The patient was seen for post op on (B)(6) 2023 and had significant rash/ contact dermatitis on incision sites and abdomen. The patient was prescribed creams/ ointments/ and allergy medication for incision sites. On (B)(6) 2023, the patient began having welts/ blisters at incision sites. The patient went to ER on (B)(6) 2023 due to pain from rash. On (B)(6) 2023 the patient followed up at office and reported incision is healing appropriately with the exception of eczematous papules coalescing into plaques on mid abdomen. It resolved by appt on (B)(6) 2023". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.